Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lung lobectomy procedure. The device was being applied to the lung. There was a problem unloading the device. The reload does not work. The stapler was not able to fire. The surgeon was able to press the green button but could not squeeze the handle. The lever component broke off but did not fall into the cavity of the patient. In order to resolve the issue and complete the case, new reload and perfect evolution. There was no patient harm. The patient has no injury.